Manufacturer narrative:
The lead will not be available for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range impedance measurements of greater that 2000 ohms. The lead was capped and a new rate/sense lead was implanted successfully. There were no adverse patient effects reported.